Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
The customer advised that over the past two years they would receive occasional reports from providers stating high potassium (k) levels in patient results. Patient specimens are drawn in outreach, sample type is serum, collected in a gel tube, specimens transported to core lab, testing performed on the serum sample in the primary gel tube. The issue started with the customer's instrument change from siemens to roche. Over the two years, customer stated they believed the issue was related to the potassium analyte as well as preanalytical sample handling. The high potassium results required patients to be sent to the ed for retest, where the potassium value on retest would be in the normal range. No other analytes were out of range. Customer recently performed and shared results from their small internal study. Customer observed that potassium results did not appear stable - most were elevated on repeat analysis. Customer does acknowledge that preanalytical handling can be a factor.

Manufacturer narrative:
Complaint (B)(4). Received initial internal customer study in which greiner tubes were evaluated due to high potassium results. No specific materials and no specific batches were reported with which the elevated results were experienced by the end users. Received subsequent internal customer study in which both greiner and competitor tubes, both serum gel and heparin gel, were evaluated. Conclusions drawn include the following: potassium is not stable for more than 1-2 days on gel. While still short, gel stability appears to be longer in ssts than in psts. Stability is independent of tube manufacturer. Therefore, the complaint is closed as not justified. Correction/additional information: h6: investigation conclusion, h11: manufactuere narrative has been updated.